Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula did not deploy. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the returned device was found not deployed. The device's original download data showed both timeouts and a drivestall which caused a miscount during the priming sequence, preventing the device from properly deploying. The device was reset, connected to a separate pdm and given a 5-unit bolus. No issues were found during the reset run. The drive mechanism was closely inspected, but no damages or other defects were noted that would caused difficulties delivering insulin. It could not be determined what caused the device not to rotate corrected.